Event description:
During routine device inspection, it was found that the device was displaying a service indicator. It was also reported that the device exhibited indications of overheating of the battery connections. The reported problem is indicative of an internal failure that could result in a device failure. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to moisture contamination inside the unit causing damage to the internal electronic assemblies.